Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, at 15:00, the problem of pulling off suture needle happened during the suturing of the uterine incision, and the suture was replaced in a timely manner. The surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: * were there any patient consequences? --no h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one foil packaging, one labeled winding former, a suture strand and a detached needle product code vcp1359h were received for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were examined, the needle were noted with marks by a surgical instrument and the hole was observed with suture remnant. In addition, the suture was examined and the end was cut. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional h3 analysis: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received a needle without suture that pertain to product code vcp1359h. Upon visual inspection of the detached needle, the swage area and hole of the needle were noted to be expected, it was noticed one small piece of suture still attached to the needle, and the end of this suture piece was noted to be cut. Additionally, the rest suture was not returned to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.